Manufacturer narrative:
A software analysis was initiated. The software analysis was inconclusive based on the provided information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for an unknown procedure. It was reported that the system unexpectedly shut down during a case. There was no reported impact to patient outcome.